Manufacturer narrative:
The device has been returned to glaukos for evaluation, and the investigation is ongoing. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reiterated that there was no adverse effect. During a postop examination, there were no foreign bodies observed in the anterior chamber (ac) with no cell nor flare observed. The patients'' most recent prognosis was reported as "good" with the event resolved.

Manufacturer narrative:
Additional information: h3. An evaluation of the returned device was completed. Communications with the customer suggested the particulate was returned inside the thermoform packaging tray with the injector and forceps used to retrieve the particulate. The devices and packaging were inspected, and the particulate could not be identified. The particulate was most likely lost since both returned packaging were unsealed. An x-ray evaluation revealed that the cam assembly had been activated three (3) times and no stents were found. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. No foreign particulates were found inside the frontal components. The device was disassembled and visually inspected. The singulator holder showed no evidence of deformation and no foreign particulates were found inside the device. No non-conformances related to the reportable event were found. Further analysis was conducted- a retain sample was obtained, and the injector was actuated twice to observe if any particulates would eject with the stents. Both stents were deployed onto a gel-pak, and no foreign particulates were observed during stent deployment. Additionally, no foreign particulates were found on the insertion tube and splayed trocar. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified. Glaukos will continue to investigate and monitor complaints of this nature. MFR# reference: (B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. An evaluation of the retain sample from the device lot was performed. The injector was actuated twice and both stents were deployed. No foreign particulates were observed during stent deployment, and no foreign particulates were found on the insertion tube and splayed trocar. The device history record review of the manufacturing lot was performed and there was no non-conformity found to be related to the reported event. As part of the device history record review, the sterilization record for this lot was reviewed and this device lot passed the sterility test. A complaint history lot review was completed for this lot and there was no complaint found to be related to the reported event. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, the first stent deployed with a foreign particulate, which was described as "a little piece of plastic material". Per report, the surgeon was able to retrieve the particulate intraoperatively from the operative eye, and successfully complete the procedure. There was no report of patient injury. Additional information has been requested.